Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced data mismatch between the pump and carelink report, pump was showing 4.4 but the carelink report was showing 20 mmol/l. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database pump traces. To investigate further on this issue , we need pump traces for the user. We requested helpline to enable control code to get the pump/detail traces for investigation. Helpline did confirm that the control code was enabled and user has initiated a latest upload. We pulled the pump traces from carelink database and provided the same to pump team for investigation. The issue is not confirmed. To assist with the resolution , pump team provided below feedback to helpline support team. We did provide the available traces to pump team to verify the sg value and they verified the values from pump and provided below feedback : these are the pump values in the upload and it matches with the report. We do not see any discrepancy during this time frame. Conclusion: I did not find the differences between report and pump sg readings on april 6th, 2025, from 10am to 12pm. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue could be assumed that user is comparing sugar glucose readings for different time period. Helpline did inform that they would provide the given feedback to user medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.